Event description:
It was reported that the pt was reported to be experiencing unstable angina at the time of treatment. There were two lesions treated on endeavor sprint rx stent (3.5x 15mm) in the proximal lad and one endeavor spring rx stent (2.5x24mm) (ref MDR 2953200-2008-00471) in the distal lc. The same day as the procedure the pt experienced an acute stemi. It was reported that 30 minutes after the pci, the pt suffered chest pain. ECG showed st elevation. Immediate angiography demonstrated a distal dissection of stent implanted in lda. Another pci was done with two stents overlapped. The infarction was located at the anterior. Investigator has indicated that the target lesion was involved. The investigator assessed the event as a non q-wave mi. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval: results: (lack of info). Conclusion: (lack of info).